Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was retrieved by the physician's gloved hand. The procedure was completed with another uphold (tm) lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue with white stripe dilator is broken and the suture is frayed. The dart was located behind the cage of the capio slim.. Analysis revealed no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a sacrospinous ligament fixation procedure on (B)(6) 2016. According to the complainant, during the procedure, the needle detached from the suture and was retrieved by the physician's gloved hand. The procedure was completed with another uphold (tm) lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.